Manufacturer narrative:
This report is submitted on july 16, 2019 by cochlear limited.

Event description:
Per the clinic, the patient experienced poor sound quality with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.